Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Troubleshooting found that the gpio board was not functioning as designed. To resolve the reported issue, the gpio board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect gpio board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system being used could not locate the imaging system. The left tracker on the imaging system was intermittently being observed. While the right tracker was not being observed. Restarting the imaging system and re-positioning the camera of the navigation system did not restore functionality. It was reported that instruments could be tracked by the navigation system without issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The gpio enclosure was returned to the manufacturer for analysis. Left and right trackers were found to not pass at the entire range of frequencies from 97 khz to 117 khz. This is the faulty connection of the ir sensor signal input on the power control board. The reported event was confirmed to be caused by an electrical issue with the board.

Manufacturer narrative:
Correction: device manufacture date and unique device identification (UDI) updated to proper value.